Event description:
The customer stated, she was hospitalized for high blood glucose levels. The customer stated, she was also vomiting when she was admitted. Troubleshooting was performed and the insulin pump passed the required tests. In addition, the customer reported a problem with the insulin pump erasing the time and date on a weekly basis.

Manufacturer narrative:
The insulin pump had no time/date anomaly. The insulin pump passed the drive system, rewind, occlusion, prime, and no delivery tests. The insulin pump alarmed bolus stopped during the error test. The insulin pump had a cracked reservoir tube.